Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera control unit was not working when booting the device, and an e117 error code was displayed. The issue occurred before the procedure.there were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, e1, h2, h3, h4, h6 and h11. Corrected fields: d7(a), h6 - component code is being corrected to "g05003 imager", and adding a problem code " a070803 failure to power up". The device was returned to olympus for inspection and the reported failure was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.